Event description:
Customer reported a delivery issue with his replacement meter and not able to check his blood glucose. Customer reported experiencing symptoms of sweatiness and dizziness for the past four days and visited his doctor for his regular checkup. Customer reported his doctor diagnosed him with severe hyperglycemia and treated him with an unknown shot. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was no report of death or mistreatment associated with this event.